Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that a replacement of the patient's jts polyethylene implant parts is required due to infection. It is planned to retain the femoral implant.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that a replacement of the patient's jts polyethylene implant parts is required due to infection. It is planned to retain the femoral implant.

Manufacturer narrative:
This complaint has been cancelled as it has been identified that this event was reported in duplicate - reference MFR report # 3004105610-2017-00030.

Event description:
It was reported that a replacement of the patient's jts polyethylene implant parts is required due to infection. It is planned to retain the femoral implant.